Event description:
The customer reported three patients presented with endophthalmitis following phacoemulsification. Vitrectomes were performed on all three patients and were treated with antibiotics. All three patients went blind. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.